Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that patient was experiencing discomfort where the ipg was placed. It was also noted that the patient had difficulty charging the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the two ipg were replaced with one ipg and two leads were implanted. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model #: sc-1110-02 serial #: (B)(4). Description: precision implantable pulse generator (ipg) the explanted devices were not returned to bsn as they were discarded. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that patient was experiencing discomfort where the ipg was placed. It was also noted that the patient had difficulty charging the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the physician did not suspect a device malfunction.

Event description:
A report was received that patient was experiencing discomfort where the ipg was placed. It was also noted that the patient had difficulty charging the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1110-02 serial #: (B)(4) description: precision implantable pulse generator.

Event description:
A report was received that patient was experiencing discomfort where the ipg was placed. It was also noted that the patient had difficulty charging the ipg. The patient will undergo a revision procedure.